Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs were provided and reviewed by a health care professional. Review of the available records identified asymmetric position of the femoral head within the cup suggests polyethene wear.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a total hip arthroplasty. Subsequently, the patient is indicated for a revision procedure due to possible liner wear. However, no revision procedure has been reported to date. Attempts were made to obtain additional information; however, none was available.